Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4)and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. (B)(4). Additional inappropriate defibrillation narrative: the medical event that ensued as a result of the patient losing consciousness while driving a car is being reported out of caution. The investigation into the event concludes the device did not cause or contribute to the medical event. The device performed according to its intended design and converted the patient from a life-threatening rhythm to a non-treatable, life-sustaining rhythm.

Event description:
The patient experienced an appropriate defibrillation event. The patient was driving a car when he lost consciousness and went into ventricular fibrillation (vf). The patient received one appropriate shock and the post-shock rhythm was rapid atrial flutter, a non-treatable rhythm. The patient then went into vf a second time, and received another appropriate shock. The patient's post-shock rhythm was asystole followed by bradycardia @ 55bpm. During the time the patient was unconscious, the patient experienced a motor vehicle accident. Bystanders witnessed the accident and called for emergency help. The patient was taken to the hospital. The patient sustained multiple fractures as a result of the accident. The patient was admitted to the hospital.